Event description:
Due to the mercury fillings in my mouth, I had deposits of mercury in my body. This metal was causing my body's systems to not function properly. The blockages were potentially creating an environment for cancer to grow, specifically in my breasts.